Manufacturer narrative:
(B)(4).

Event description:
It was reported that a confirmed motor stall occurred due to the patient having an MRI. A critical alarm was heard, and was also confirmed by telemetry. The motor stall was noted in the pump's event logs with no motor stall recovery recorded. It was noted that the MRI was conducted due to the patient experiencing new pain, and not due to suspected pump issues. Neither the patient's outcome, nor the drug being administered via the pump was reported. Additional information has been requested, but was not available as of the date of this report.